Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported during the installation process for the v60 ventilator, escaping gas could be heard coming from inside the device. There was no patient involvement.